Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is complete.

Event description:
It was reported that the patient got their system controller wet (B)(6) 2021 and their display screen turned green.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: atypical power cable disconnect alarm on the white power cable while connected to a 14v battery. The strain relief on the connector side of the black power cable was completely detached. Broken strain relief on the white power cable connector. The reported event of the controller getting wet and the lcd display turning green was confirmed via evaluation of the returned heartmate ii system controller (serial number: (B)(6)). Visual inspection of the returned controller revealed a green dried substance consistent with fluid ingress on the strain reliefs on both power cable connectors. The returned controller was functionally tested and successfully operated on a mock circulatory loop at the set speed with no atypical alarms produced. A green discoloration of the lcd display was observed. The discoloration did not prevent information from being read from the display. The system controller was disassembled to inspect the internal components revealing a green fluid substance consistent with fluid ingress on the main printed circuit board (pcb), lcd display, power cable connectors and on the interior of the controller¿s housing. No other issues were observed. The fluid ingress did not affect the controller¿s ability to operate the pump at the set speed. The log file downloaded from the returned controller contained approximately 5 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The driveline was disconnected at 14:07:33 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the lcd display turning green was determined to be fluid ingress on the lcd display. The provided information indicated that the fluid ingress was due to the patient¿s controller getting wet. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 18may2017. Heartmate ii instructions for use (IFU), rev. C, section 2: ¿system operations¿ and heartmate ii patient handbook, rev. C, section 2: "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU), rev. C, section 6: ¿patient care and management¿ and heartmate ii patient handbook, rev. C, section 1: "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook, rev. C, section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller and the system controller power cables. Heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.